Event description:
Reporter indicated that the physician stated that his programming system was no longer working. No specifics were given as to what or how it was not working. All attempts for further clarification as to what was wrong with the programming system have been unsuccessful to date. The device has been returned to the manufacturer for analysis, but analysis is not yet complete.